Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer stated she has seen higher results from coaguchek xs meter serial number (B)(4) since (B)(4) when she began using strip lot 29415111. Normally the readings between the meter and a laboratory using dade innovin reagent were identical or 0.1 or 0.2 inr apart. However, since using the new strip lot, the meter readings are about 1.2 inr higher than the laboratory. One example was provided of a result from the meter of 5.1 inr and a result from a laboratory of 3.9 inr. The time between the tests was about half an hour. There was no allegation of an adverse event. The therapeutic range was 3-4 inr. The suspect meter and strips were requested to be returned for investigation. Relevant retention test strips (lot 294151) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable and no error messages occurred.

Manufacturer narrative:
The strips were returned for investigation. The returned test strips were measured with the current test strip master lot. For this purpose two human blood samples from marcumar donors and internal reference meters were used. Testing results: donor 1: reference meter with masterlot strips: 2.0 inr. Reference meter with customer strips: 2.1 inr. Donor 2: reference meter with masterlot strips: 2.6 inr. Reference meter with customer strips: 2.6 inr. The maximum difference between measurements with the same blood sample was 5 %. Returned customer material and retention material complies with specification.